Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. A correction was administered using the pod, but the bg levels did not decrease upon removal, it was noticed that the cannula had dislodged from the infusion site and the pink slide did not move forward, indicating a failure of the needle mechanism. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the unknown needle mechanism failure. The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.